Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with an episode of vt inappropriately diagnosed as svt due to interval stability. Therapy was not delivered. The patient was asymptomatic. Programming changes were recommended, but the physician elected not to make programming changes. The patient will continue to be monitored via remote transmission.